Event description:
It was reported in the journal of endourology that a male who was diagnosed with transitional cell carcinoma in situ in 2005, during an evaluation for microhematuria. He had undergone a total of five surveillance cytoscopies. In 2006, he went for his sixth routine surveillance cystoscopy with an endoscope sterilized with cidex opa. His procedure was uneventful and again he had a negative evaluation. The pt left the clinic approximately 15 mins after cystoscopy. After emptying his bladder post-procedure, the patient exhibited pruritus predominantly on his back, which progressed to become more generalized, involving his abdomen and extremities. He also experienced mild shortness of breath. The doctors reviewed the clinical presentation of this case of anaphylaxis following flexible cytoscopy with instruments sterilized with opa. They further described their subsequent evaluation by an allergy and immunology specialist who performed skin testing to confirm a suspected opa allergy. The pt was skin test positive to opa antigen. As a result, sterilization techniques for their flexible endoscopes have been altered. The date, no further anaphylactic reactions have occurred in their bladder cancer pts, including this case presented herein following subsequent cytoscopic evaluations.

Manufacturer narrative:
Skin contact.